Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.50mm x 120mm, 150cm ranger sl drug-coated balloon (dcb) catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with a 2.5 x 120 coyote balloon catheter. No complications were reported. It was further reported that the general geometry of the target vessel was a complex curvature. The lesion was predilated with a 2x120 balloon and the loading tool was used when advancing through the sheath.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.50mm x 120mm, 150cm ranger sl drug-coated balloon (dcb) catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with a 2.5 x 120 coyote balloon catheter. No complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: sapthagiri institute of medical sciences & reaserch centre (B)(6).